Event description:
The customer stated that the product "insert does not accurately portray the enclosed product and is misleading and it makes it more difficult and confusing when identifying the leads once they have been cut off of the strip for removal". Additional clinical information was requested and on (B)(6), 2012, the customer provided the following: the customer was not aware of any product complaints with the 6 contact strip that involved a pt. The diagram does not match the actual product.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.